Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, intermittent oversensing was noted on the right ventricular lead, which was falsely recorded as high ventricular rate episodes. Programming changes were made. The patient was in stable condition.